Event description:
An accudrain with anti-reflux valve (ins 8401), was reported to have either disconnected or broken around the area of the proximal stopcock. This occurred on a lumbar drain pt, who developed meningitis in (B)(6) 2011. Add'l clinical info has been requested.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.